Manufacturer narrative:
Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿+ pen needles 32g x 4mm was damaged. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: the user's verbatim report is that when the label was removed, the plastic part was deformed and the pen needle could thus not be attached to the pen.

Event description:
It was reported that bd micro-fine¿+ pen needles 32g x 4mm was damaged. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: the user's verbatim report is that when the label was removed, the plastic part was deformed and the pen needle could thus not be attached to the pen.

Manufacturer narrative:
H.6. Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 1285763, cat. No. 320136. Visual examination was carried out on the returned sample and photos and a damaged hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to a jam on the machine during the manufacturing process.